Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unknown access set was ¿too soft and causing an upstream occlusion¿ alarm on a sigma pump. This occurred during infusion of an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.